Event description:
When completing a dressing change, upon inspection, the white port was not attached at the triangular hub. This triangle hub (where the 3 lumens come out of it) was underneath the dressing under the chg part of the tegaderm.